Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a heavily calcified native valve, a pre-balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) non-medtronic balloon. The valve was 80% deployed and an infold was noted. The valve was recaptured two times however the infold remained. The valve was removed. A new valve and delivery catheter system (dcs) were used for implant. It was reported that the "rumble strip" was in the wrong place. The rumble strip was at the beginning of the first third and no rumble strip was felt later on. This created a harder time to judge the deployment and there was some delay in the valve deployment. The valve was released suddenly when the paddles were reached. Constraint was reported at the non-coronary cusp (ncc) base of the valve and a post balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. A good deployment depth was reported and an echocardiogram revealed mild paravalvular leak (pvl). No treatment was performed. It was reported that the patient had an annulus of 20.2 and a tricuspid valve with notable calcium. No adverse patient e ffects were reported.